Manufacturer narrative:
This report is submitted on august 5, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator after developing an infection at implant site. The patient was treated with oral and topical antibiotics (date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2021, and the patient was re-implanted with a new cochlear device during the same surgery.